Manufacturer narrative:
Sorc checked the subject device and confirmed the reported phenomenon. It was found that the dirt seeped out from the leakage area of the camera cable of the subject device. It was also found the coupler was loosening and decreasing endoscope holding. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised there was the possibility these phenomena were attributed to following causes for each; the dirt seeped out from the camera cable of the subject device. It might have occurred due to insufficient reprocessing, and dirt might have occurred from the surface of the camera cable. The coupler was loosening and decreasing endoscope holding. It might have occurred due to aging deterioration. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the dirt seeped out of the camera cable at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.